Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and patient implanted for spinal pain. The patient reported that they had pain in their right abdomen, which they felt was caused by the stimulator programming. The patient requested reprogramming. It was noted that the patient did fall recently. Reprogramming was performed, and the settings were adjusted to remove the feeling of the tingle from their side and abdominal area. The issue was resolved at the time of the report. No further complications were reported or anticipated.